Event description:
It was reported that the patient was revised approximately twelve years post implantation due to implant fracture. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided picture identified all explanted items. However, due to the quality of the photo further analysis could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap view of the right hip demonstrates a right total hip arthroplasty with screw fixation of the acetabular cup. Slightly smaller femoral head. Lateral plate and screw fixation device with fracture proximal cerclage wire. No significant radiolucency. No bony fracture. Review of the device history record(s) for all potential lots identified no deviations or anomalies during manufacturing related to the reported event. The reported event has been confirmed through the provided radiographs. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.